Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, dark ring, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease smooth. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening.

Event description:
Physician reported left side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture and capsular contracture baker grade ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture and capsular contracture, baker grade ii. The device has been explanted.